Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the monitor would not power on. Upon investigation u604, an integrated xscale regulator, lacked an output voltage. The cause of the monitor not powering up was the defective u604. The cause of the defective u604 were missing functional pins 1.1, 1.3, and vcor. The root cause of the defective u604 component was unable to be positively identified. No adverse event resulted from the defective u604. The patient received a replacement monitor.

Event description:
The nurse of an (B)(6) male pt contacted zoll customer support to report that the monitor would not power up. The pt was issued a replacement monitor.